Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: high humidity environment. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805. Test strip UDI: (B)(4).

Event description:
Consumer reported complaint foe e-3 error. Customer is feeling fine. Error message appears upon insertion of test strip. Strip vial cap was left open, either when you first got the vial or any time after.